Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device breakage ("catheter breakage during placement, broken pieces were retrieved from hysteroscope") and complication of device insertion ("catheter breakage during placement, essure was not placed") in a 43-year-old female patient who had essure inserted. The patient's concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: it was medically necessary not to place the essure, uterus too long for device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. A 43-year-old female patient had an attempt to have essure inserted and catheter breakage occurred during placement, broken pieces were retrieved from hysteroscope (seen as device breakage). Essure was not placed (complication of device insertion), both anticipated in the reference safety information for essure. In this case, any deviation from the insertion procedure was reported. Based on the nature of the event and also based on the fact that it occurred at time of insertion, events were assessed as related to essure. This case was regarded as other reportable incident as, although the device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. A product technical analysis is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("catheter breakage during placement, broken pieces were retrieved from hysteroscope") and complication of device insertion ("catheter breakage during placement, essure was not placed") in a (B)(6) female patient who had essure inserted. The patient's concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: it was medically necessary not to place the essure, uterus too long for device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Company causality comment: a (B)(6) female patient had an attempt to have essure inserted and catheter breakage occurred during placement, broken pieces were retrieved from hysteroscope (seen as device breakage). Essure was not placed (complication of device insertion), both anticipated in the reference safety information for essure. In this case, any deviation from the insertion procedure was reported. Based on the nature of the event and also based on the fact that it occurred at time of insertion, events were assessed as related to essure. This case was regarded as other reportable incident as, although the device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. A product technical analysis is being sought.